Event description:
On an unknown date, a trifecta valve was implanted. On an unknown date, the patient presented with aortic insufficiency requiring reoperation. On (B)(6) 2018, after opening the aorta, the physician observed a leaflet tear in the valve. The trifecta valve was explanted and replaced with a new trifecta gt. The patient also presented with mitral regurgitation and coronary issues, and other cardiac procedures were concomitantly performed. The patient is reported to be recovering.

Manufacturer narrative:
The reported event of a leaflet tear was confirmed. Aortic insufficiency was also reported. Morphological and histopathological examination revealed all three leaflets contained tears in their bases. All three leaflets were fibrotically thickened. Leaflet 1 contained a fold with microcalcification. There was thin fibrous pannus on the outflow surface of leaflet 1. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflets remains unknown. Information from the field indicated there were multiple comorbidities, including mitral regurgitation and coronary issues, and the valve had been implanted for nearly 6.5 years.